Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing thresholds and a micro dislodgement. No additional adverse patient effects were reported. Should the lead be returned this investigation will be updated.